Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported inform ii blood glucose results within 10 minutes: 04:15 549mg/dl 04:17 98 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.